Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom, determined to be caused by a dislodged component from the input/output printed circuit board. The failed input/output printed circuit board was replaced.

Event description:
It was reported that a spectrum infusion pump alarmed system error 105. It was also reported that there was no pt involvement.